Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having unexplained high blood glucose levels for several days leading up to the call. Customer reported that her blood glucose level was 400 mg/dl before the call, but after bolusing, it came down to 376 mg/dl during the call. Customer reported that insulin was squirting out during the manual prime process and that the numbers on the display were ramping. Customer removed the cannula from her body and stated that it was bent. No further information was provided.